Event description:
Report received of a pt becoming somnolent while receiving pain management therapy. The customer contact reported that post-operatively, it was reported that the pt was placed on a pca pump for pain management with morphine sulfate. The customer contact reported that the pump was programmed incorrectly by the nurse to deliver a loading dose. The pump was programmed for a drug concentration of 0.5mg/ml and a loading dose of 5mg was administered. It was reported that the actual drug concentration in the syringe was 5 mg/dl. According to the customer contact, the pt became somnolent, was given 1 ampule of narcan and recovered without further incident. The pca was discontinued and the pt was reported to receive im pain medication. Though requested, there was no further info available.